Event description:
It was reported that the patient experienced backup battery fault alarms on (B)(6) 2024 until (B)(6) 2024 that resolved on their own. The system controller was exchanged. Log file analysis revealed backup battery faults beginning on (B)(6) 2024 thru (B)(6) 2024 as mentioned. The backup battery faults occurred due to a failed emergency backup battery load test. There was no interruption in pump support during these events. It was reported that there were no further alarms after the controller exchange.

Manufacturer narrative:
Section b3: corrected. Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing of the returned system controller. A log file was submitted and downloaded for review, and data from the event dates of 25oct2024 ¿ 27oct2024 were reviewed. The log file captured a backup battery fault alarm from (B)(6) 2024 at 06:35:35 to (B)(6) 2024 at 17:50:20 due to the backup battery not passing the load test. The backup battery did not pass the load test due to the loaded voltage measuring under the acceptable threshold compared to the unloaded voltage. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller (serial number: (B)(6)) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The backup battery load test was initiated during testing and a fault was not reproduced. After operating in a mock circulatory loop for an extended period of time, a log file was downloaded and reviewed and there were no events captured where the load test did not pass. No other backup battery faults were observed. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use, rev. C section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use, rev. C section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced backup battery fault alarms on (B)(6) 2024 until (B)(6) 2024 that resolved on their own. The backup battery was already exchanged back in july and the current controller still had 30 months left of usage. The system controller was exchanged. Log files were submitted for review and the event log displayed backup battery fault alarms beginning on (B)(6) 2024 through (B)(6) 2024, as mentioned. The backup battery faults occurred due to a failed backup battery load test. There was no interruption in pump support during these events. There were no other unusual events seen within the log files.